Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s battery life had diminished. It was reported the pump warned for a low battery after the patient wore the pump while swimming. It was reported the patient removed the battery and observed corrosion on the battery. It was reported a battery compartment crack was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/17/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple low-battery warnings and a voltage drop event. Battery compartment cracks were observed and moisture ingress was evident. Leak testing revealed a battery compartment leak. The battery cap was unable to secure properly to the pump; a power issue was not observed. The pump successfully completed a prime sequence without issue. Electric power draws were found to be within specification. There was no evidence of damage or defect with the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.